Manufacturer narrative:
Citation: fortunato ga et al. Situation awareness for circumflex artery injury during mitral valve surgery. Ann thorac surg. 2019 no v;108(5):e329-e332. Doi: 10.1016/j.athoracsur.2019.02.054. Epub 2019 mar 27. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a literature article regarding an examination of five case reports in which patients experienced injury to the circumflex artery during mitral valve surgery. Patient 3: a (B)(6)-year-old male patient who presented with severe mitral regurgitation. It was noted that the coronary arteries were normal with right dominance. Mitral valve repair was performed through a right mini-thoracotomy. The flail segment mass was reinserted with neochordae and an annuloplasty ring (manufacturer unidentified) was implanted. During weaning from cardiopulmonary bypass, systolic anterior motion causing severe mitral regurgitation was observed. The heart was arrested again and a medtronic hancock ii surgical valve (serial number not provided) was implanted. Transesophageal echocardiography (tee) showed moderate left ventricle impairment. In addition, tee noted preserved flow of the circumflex artery without irregularities. During chest closure, sudden ventricular fibrillation occurred, and the patient was successfully defibrillated. Urgent coronary angiography revealed obstruction of the midsegment of the circumflex artery. Subsequently, two coronary stents were implanted. The patient was discharged seven da ys later. No additional adverse patient effects or product performance issues were reported.